Manufacturer narrative:
Journal name: interventional cardiology year: 2018 issue #: vol. 71, issue 11 authors: duk-woo park, osung kwon, se hun kang, jung-bok lee, jung-min ahn, cheol hyun lee, do-yoon kang, pil hyung lee, soo-jin kang, young-hak kim, cheol whan lee, seong-wook park, seung-jung park title of article: comparative effectiveness of different contemporary drug-eluting stents in routine clinical practice: multigroup p ropensity-score analysis using data from the stent-specific, multi-center, prospective registries. Event date date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
The study is to compare the effectiveness of different types of drug eluting stents in routine clinical practice. Resolute integrity drug eluting stents were implanted in 2,922 patients in the study population. Primary outcome was target-vessel failure; composite of cardiac death, target-vessel myocardial infarction and target-vessel revascularization. At 3-year observation, outcomes reported were death, myocardial infarction and target-vessel revascularization.

Manufacturer narrative:
Additional information: secondary clinical outcomes include stent thrombosis. Vessels treated included lm, lad, lcx, rca, graft. Treated vessel condition included total occlusion, moderate to severe calcification and containing thrombus collective patient medical history- diabetes, hypertension, hyperlipidemia, smoking, family history of cad, prior mi, prior chf, pri or pci or coronary artery bypass grafting, heart failure, renal failure, ejection fraction, chronic lung disease cerebrovascular disease, pvd. Clinical presentation included stable and unstable angina, nstemi and stemi. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.